Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot testing was performed and failed. The receiver log was downloaded and reviewed finding no data related to the complaint. Share logs were provided. However, the data received reflected the g6 ios application. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. However, data for the g6 ios application was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.